Event description:
Reporter indicated a vns pt developed an infection two weeks post implant surgery. Follow-up revealed an issue with the sutures the hosp is currently using. The pt has been put on antibiotics. Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Vns therapy labeling lists infection as a potential adverse event related to surgery.